Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the device after going into the pool. The customer's insulin pump died. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit received with blank display followed by an unexpected constant audio alarm due to corroded electronic assy. Unit received with motor with moisture damage. Unit received with cracked case at display window corners.